Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during bariatric surgery, when severing gastric tissue on the first firing, after fired, noted the staples malformed. Changed another three device, they all had the same issue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.